Manufacturer narrative:
It was reported that revision surgery to replace the magnet has been completed on (B)(6), 2013. The device is not available for analysis. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. Surgery to replace the magnet is planned; however, it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.